Manufacturer narrative:
Implant date reported as (B)(6) 2013. (B)(4) adjacent level degenerative disc disease and surgical removal of device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on approximately (B)(6) 2013, a female had anterior cervical discectomy and fusion (acdf) surgery. On (B)(6) 2014, this currently (B)(6) female, had revision surgery which included the removal of existing instrumentation (1 plate and 4 screws) and to extend acdf c4-c5 to c5-c6 due to pain with adjacent level disc disease. During the revision surgery, the surgeon could not load the 5mm lordotic trial spacer onto the trial inserter. Upon inspection it was found that the tip of the trial inserter was cross threaded. Another trial spacer inserter was available to use. There were no fragments to retrieve. The surgery was completed with no extension of time. Patient outcome was considered as successful. This is report number 4 of 5 for (B)(4).